Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 439 mg/dl. Customer declined to troubleshoot for high blood glucose. Customer was blood glucose was high and was going to treat with manual injection. Customer advised to discontinue use of pump and revert to back up plan per hcp. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip. Analysis was unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, the insulin pump was received passed rewind test, prime test and excessive no delivery test. The insulin pump had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.